Manufacturer narrative:
Section d6b: corrected. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hm 3 lvas, (B)(6) was explanted and was retained by the hospital. No further events were reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists the adverse events, including infection and right heart failure, that may be associated with the use of hm 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's left ventricular assist device (lavd) and sewing ring were explanted and the patient was placed on extracorporeal membrane oxygenation (ECMO) the week of (B)(6) 2024, due to present infection. Patient's chest was left open, and patient returned to the operating room on (B)(6) 2024. The patient was reimplanted with a heartmate 3 and temporary right ventricular assist device (rvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.